Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. An 8.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During fourth inflation at 20 atmospheres for 30 seconds, the balloon vertically separated. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 6mm proximal of the proximal markerband to 4mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. An 8.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During fourth inflation at 20 atmospheres for 30 seconds, the balloon vertically separated. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.